Event description:
It was reported that during a da vinci-assisted hysterectomy (unspecified) surgical procedure, bleeding occurred after the surgeon grasped and released the bladder with a vessel sealer extend (vse) instrument. No further clinical information was provided. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Although the surgeon alleged that the bleeding was caused by the vse instrument grasping the bladder, the root cause of this reported event cannot be determined. The vse user manual states: ¿the vessel sealer extend is a bipolar electrosurgical instrument for use with a compatible da vinci surgical system and a compatible electrosurgical generator. It is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. Vessel sealer extend has not been shown to be effective for tubal sterilization or tubal coagulation for sterilization procedures and should not be used for these procedures.¿ the customer did not provide any specific information on this event, including information on this particular instrument. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. This event is being reported due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, bleeding occurred after the surgeon grasped and released the bladder with a vse instrument. The severity of the bleed and blood loss volume are unknown. It is also unknown what medical intervention, if any, was administered due to the intra-operative complication. Additionally, the cause of the intra-operative complication is unknown.